Manufacturer narrative:
Approximate age of device: 1 year and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced low flow alarms. It was later reported that the low flow alarms were thought to be attributed to the surgical placement of the inflow cannula. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed intermittent low flow hazard alarms between (B)(6) 2019 4:02pm - (B)(6) 2019 9:23pm due to the estimated flow falling below the low flow threshold of 2.5lpm. A root cause could not be conclusively determined through this evaluation. The reported malposition could not be confirmed through this evaluation. 174 pi events were captured across the log file. No interruptions in device therapy were captured. The hmii IFU explains that if the system detects a pi event, the pump speed will reduce to the low speed limit and slowly ramp back up by design, which may cause a transient elevation in power. Pi events are captured when the system observes sudden and substantial changes in pulsatility index. Sudden changes in a patient's volume status, arrhythmias, or sudden changes in power or pump speed are some of the various reasons pi events may be initiated. The hmii lvas IFU explains all system alarms and how to troubleshoot them should they occur. This document also explains that pump flow is estimated from the pump power and that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Furthermore, it also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. The hmii IFU provides information regarding the installation and orientation of the inflow conduit. The patient was transplanted on (B)(6) 2019. This event was reported in MFR # 2916596-2019-03877. No further information was provided. The manufacturer is closing the file on this event.